Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission indicated that the right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch. Isometric test was suggested; no changes or intervention were reported. The patient was in stable condition.